Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 241 mg/dl, 114 mg/dl, 271 mg/dl, and 305 mg/dl. Low blood glucose symptoms were reported with these results. Customer was able to self treat after testing 50 mg/dl on her back-up meter. No adverse event related to the device was reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.